Event description:
Corrected information: the account stated that the architect i2000 analyzer generated a negative (B)(6) result on a sample from an organ donor (liver, kidney, bones). Two weeks later the bone bank reported that it ran the (B)(6) assay by nat and the result was positive. The laboratory sent a serum sample to the (B)(4) reference laboratory which received a negative result using the roche electrochemiluminescence assay. The patient which received the liver transplant is on a follow-up program and is being tested for (B)(6) antibodies and viral load for one year. The (B)(6) testing performed has been negative to this point.

Event description:
The account stated that the architect i2000 analyzer generated a negative anti-hcv result on a sample from a liver donor. The patient which received the transplant exhibited reactive hcv results (dna technique) subsequent to the transplant.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. After further evaluation, the suspect medical device was changed from the architect i2000sr analyzer , list # 3m74-01, manufacturing site abbott manufacturing, (B)(4) to the architect (B)(4) reagent, list # 6c37-25, manufacturing site abbott diagnostics (B)(4) (similar product 1l79), (B)(4). No returns were received for the investigation. An in-house file kit of architect (B)(6) 6c37-25 lot # 68358hn00 was tested. The analytical and clinical sensitivity was investigated by testing sensitivity panel a (core only), sensitivity panel b (ns3 only) and two commercially available seroconversion panels. The results for sensitivity panel a and sensitivity panel b were in the acceptable performance range. For the two commercially available seroconversion panels (phv907 and phv908) the same bleeds were found reactive compared to historical data. Therefore, there is no indication that the analytical or clinical sensitivity of lot 68358hn00 is compromised. In addition the complaint and manufacturing records for architect (B)(6) lot 68358hn00 were reviewed. This review did not identify any problems relating to the customer's observation. Based on the investigation it has been determined that architect anti-hcv reagent, list number 6c37-25, lot number 68358hn00 is performing acceptably. No deficiency / malfunction was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.